Event description:
Litigation papers allege the patient suffers from elevated metal ion levels.***update: (B)(4) 2012 - the sales rep has reported the revision surgery. Patient was revised to address pain and fluid. **update** (B)(4) 2013 - medical records were obtained. Medical records indicates corrosion on the taper was noted interopatively. The stem and sleeve were added to complaint.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. Updated information indicates corrosion was found on the trunnion. The medical records indicate the reported corrosion was wiped off the implant. Product and lot code was not provided. A search of the complaints databases and/or review of device history records is therefore not possible. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).